Event description:
It was observed during testing by the manufacturer that, the core-m ventilation monitor used on the narkomed MRI anesthesia system, requires a minimum of one hour to warm up prior to calibration. It was also observed that if the steady state ambient temperature increases more than 2 degrees f from the calibration ambient temperature, volume apneas may not be detected. There have been no reports of this problem from user facilities.